Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, post sensed t wave oversensing was detected on the implantable cardiac monitor (icm). Programming changes were made. The patient was in stable condition.